Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report of spare lamp not working was not confirmed however; the main lamp was not igniting due to a faulty igniter. Additionally, a worn out scope socket resulting in non operative high intensity mode, air joint leaking air pressure and a intermittent switch harness to the off switch. Olympus equipped the device with the required replacement parts and the device passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the spare lamp is not working. There was no patient harm associated to this report.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the main lamp not igniting, found on device evaluation, was failure of the igniter due to age related deterioration.